Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ due to the gradual loss of tensile strength which may occur over prolonged periods in vivo and some nylon suture should not be used where permanent retention of tensile strength is required. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04350057 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H6: updated method and results code for manufacturing and sterilization evaluations. H10/11: added medical record information. D2: added common device name d4: added lot #, catalog #, expiration date, di # g5: updated combo product field, added PMA/510k # h4: added device manufacture date. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for ¿hernia repair with mesh¿ were not provided.] 10/03/06: [missing records: records for ¿history and physical¿ were not provided.] (B)(6) 2006: (B)(6). (B)(6), md. History & physical. Ventral incisional hernia. Was seen today in the surgical clinic to do preoperative evaluation for laparoscopic versus open large and seasonal ventral hernia repair with mesh. Please refer to previously dictated history and physical examination by me on (B)(6) 2006. There are no changes since the last history and physical examination. Exam: abdomen; soft, nontender, nondistended, no signs of inflammation, incarceration, or skin change. Impression/plan: laparoscopic, possible open, hernia repair with mesh monday. Explained risk and benefit of the procedure and has signed a consent form. No contraindication for surgery. (B)(6) 2006: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Staff surgeon: (B)(6), md. Resident surgeon: dr. (B)(6). (B)(6), md. Indications: this 54-year-old female has had previous hysterectomy and cholecystectomy leading to multiple hernias. Operation: laparoscopic repair of incisional hernia. Procedure: ¿the patient was taken to the operating room, placed in supine position, and administered general anesthetic. Her abdomen was draped and prepped in the usual sterile fashion. An incision was made in the left subcostal region and a veress needle inserted to induce pneumoperitoneum. We then placed 10-mm step trocar in the mid flank on the left and covered with multiple adhesions including colon up to abdominal wall, and multiple hernia defects were visualized. We did not have easy access to place additional ports on the left side, but we could see a clear area on the right side, so an additional 10-mm port was placed in the mid right flank. The camera was then switched to this location where we were able to place an additional 5-mm port to the right subcostal region and then a 12-mm port in the right lower abdomen. Through these ports, we used the endoshears or harmonic scalpel and started taking down all of the adhesions beginning first in the upper abdomen up over the liver with the falciform ligament and then continued to further colon down within in the omentum, we encountered approximately 15 hernia defects as we went and reduced these to expose, and the largest being 4 or 5 cm inferiorly in the midline. We then added additional 5-mm port in the left lower quadrant, and a 10-mm port in the left subcostal region. We worked alternately from both sides until we completely took down all the adhesions off the anterior abdominal wall. This took approximately 3 hours of time. We then measured out the defect which was markedly distended from the pneumoperitoneum, so we began by using the largest piece of gore-tex mesh 28 x 34 cm oriented transversely. We put in 16 sutures of 0 surgilon, we up-sized the right lower quadrant port to 15 mm and passed the mesh in and then rolled it. We then began inferiorly and began using the endoclose devise to pull up devices approximately 5 to 6 cm apart staying several centimeters back from any hernia defect margin. On the right side, the mesh actually went lateral to the trocar sites on the left side and was just in front of the trocar sites. We initially anticipated possibly using 2 pieces of mesh. However, as we laid out the mesh and placed the sutures, we were able to adequately cover all of the defects with a few centimeters of overlap circumferentially with the existing piece of mesh. The sutures were then all tied, number 16 in all. We then used a pro tack device working first from the right side where we still had access to the port to staple in between sutures on the left side. We then tied up all of the sutures and removed the right-sided ports. We then continued to tie and tack until we circumferentially secured the mesh, it appeared to be in good alignment. We watched it as we desufflated the abdomen and maintained good orientation without undue tension. All of the port sites were injected with marcaine and closed with 4-0 dexon subcuticular. Glue was used for the stitch site. A dressing was applied, and the patient returned to the recovery room in satisfactory condition¿. (B)(6) 2006: (B)(6). Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp08. Lot batch code: 04350057. W.l. Gore & associates. Exp date: 04/19/09. Location: abdomen. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/04350057) was implanted during the procedure. (B)(6) 2006: (B)(6). (B)(6), md. Discharge summary. Admitting diagnosis: abdominal ventral hernia. Final diagnosis: abdominal ventral hernia. Reason for admission: ms. (B)(6) is a pleasant woman who had a hysterectomy in 1990 who noticed a herniated incision site after the surgery. This hernia has increased in size for the last few years in the midepigastric and lower epigastric area around the old incision. She was referred for surgical repair of this. [Record not complete.]. (B)(6) 2007: (B)(6). (B)(6), md. Operative report. Surgeon: (B)(6), md. Assistant: (B)(6), p.a.-c. Preoperative diagnosis: recurrent incarcerated ventral incisional hernia with associated small bowel obstruction. Postoperative diagnosis: recurrent incarcerated ventral incisional hernia with associated small bowel obstruction. Procedure: exploratory laparotomy and lysis of adhesions. Explantation of gortex dual mesh. Repair of recurrent incarcerated ventral incisional hernia with 16 x 20 cm alloderm mesh. Anesthesia: general endotracheal. Estimated blood loss: approximately 350 ml. Specimen: none. Description of procedure: ¿after appropriate informed consent was obtained, the patient was brought to the operating room. General endotracheal anesthesia was induced. A foley catheter was placed. Pneumatic stockings were also placed. Her abdomen was prepped with chloraprep. Sterile drapes were applied. I then used integuseal over the exposed skin. Her midline scar was excised with a #10 blade. This was done in an elliptical fashion. With the scar off electrocautery was used to carry the incision deep. Encountered the hernia sac in the inferior aspect of the patient¿s wound. There was obvious bowel incarcerated up into this portion of her wound. A combination of cautery as well as sharp dissection was used to dissect this free. Once the bowel was freed up, I was able to reduce it back into the abdominal cavity. It was obvious that the mesh that was in place had come loose from the inferior attachments and had essentially rolled on itself leaving an opening where the vowel could come out through a new hernia. With the bowel reduced I then worked on explanting the mesh so we could get into the abdominal cavity and take down all the rest of the adhesions. The mesh was circumferentially excised from the fascia. It was pretty well fixed cephalad and laterally, but inferiorly again it was rolled on itself and leaving a fairly wide open hernia in the fascia. There was essentially a slimy coat anterior to the mesh. It sounded like she had some seromas after her hernia repair. I think this is probably residual from the seroma. There was no obvious fluid collection, no obvious infection. The omentum was pretty well stuck to the undersurface of the mesh also. This was taken down carefully with a combination of electrocautery as well as sharp dissection with metzenbaum scissors. Ultimately got the entire mesh, the associated sutures and tacks all removed. Once this was accomplished, inspected for hemostasis. Any bleeding was controlled with electrocautery. There was some bleeding from the undersurface of the fascia that was controlled with 0-polysorb stick ties. Once I was satisfied with hemostasis, I had to figure out a way to repair this abdominal wall. She had a pretty wide open facial defect. Her rectus muscle were retracted quite a ways laterally. I did not feel comfortable during component separation and devitalizing her midline skin since the skin was very thin, less than a centimeter in places. I felt that if I mobilized large flaps that the midportion of the skin would likely die. Therefore, I elected to repair this with the largest sheet of alloderm mesh. This is 16 x 20 cm. She essentially had no fascia inferiorly all the way down to her pubic bone. Therefore, I had to find a way to anchor the mesh inferiorly. I elected to take down the bladder and incise through the peritoneum just cephalad to the bladder. I reflected the bladder off of the pubic bone and got into the space of retzius and dissected that space free. I placed two suture anchors into the pubic symphysis. Once these were in place, I then circumferentially placed several more stab incisions around the patient¿s abdomen. This would be hold the mesh in place with full thickness prolene sutures. Next, I placed 0-prolene sutures circumferentially around the mesh in preparation for tacking this up to the abdominal wall. A suture passer was placed through our stab incision in the abdominal wall. These sutures went full thickness through the abdominal wall and through what was left of her fascia out laterally. I then grasped the individual sutures and brought them up through the abdominal wall that we had previously in the mesh. A total of 20 sutures were used circumferentially to hold the mesh up against the abdominal wall and fix it in place, as well as the two suture anchors inferiorly to the public bone. Once we had all these sutures up through the abdominal wall they were then cinched up and tied down. It should be noted though that prior to doing that I did place a sheet of seprafilm underneath the mesh where the bowel was in contact with the alloderm. Also, it should be noted that the alloderm was placed with the dimpled side up in order to promote ingrowth into the undersurface of the abdominal wall. Again, I started tying down the sutures. This was done in an alternating sort of star-shaped pattern rather than starting on one side and going around circumferentially, I alternated back and forth to try to cinch the mesh up tightly and pull the abdominal wall together as much as possible. This left the alloderm under good tension without any undue bulge in the middle. A couple of these sutures did break as we were tying them down. These were replaced with additional 0-prolene sutures. Once we had all the prolene sutures tied down I then took additional 0-prolene sutures and tack the mesh or bowel from herniating between our sutures around the edge of the mesh. At the end of tacking this up, I felt very comfortable that we had all the gasps closed and the mesh was under good tension and adequately secured. I then excised the slimy coat anteriorly in the subcutaneous tissues where her previous seroma had been. This was done with a combination of electrocautery as well as curette. Any bleeding from the subcutaneous tissues was controlled with electrocautery. I checked the wound one last time for hemostasis. Once I was satisfied with hemostasis, two 19 french round blake drains were placed through separate stab incisions in the lower abdominal wall, placed anterior to the mesh in that large subcutaneous space. The sub q tissues were then reapproximated with interrupted 2-0 polysorb sutures. Lastly, the midline wound was irrigated out and the skin closed with skin staples. The drains were sewed into place with 3-0 nylon suture. The drains were then placed to bulb suction. Sterile bulky dressings were applied. Individual steri-strips were placed over the stab incisions where we had tied up our sutures. The patient was taken to the recovery room in stable condition¿. (B)(6) 2007: lifecell. Implant sticker. Alloderm regenerative tissue matrix. Records span (B)(6) 2006 to (B)(6) 2007. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: bowel incarceration, mesh migration, contraction, shrinkage, recurrence, adhesions, omentum stuck to the undersurface of mesh, necessitating explantation of the entire mesh. Additional event specific information was not provided.